Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the was became kinked. The devices were removed from the patient, and the physician decided to abort the procedure due to the difficult laa anatomy. There were no patient complications or consequences that occurred as a result of this event.